Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (concentration 10 mg, dose 0.785) via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a lack of therapy, which was noticed at refill. The pocket was opened; the pump had flipped numerous times in the pocket and the catheter was twisted/tangled. The catheter was revised and the pump tied down. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.